Event description:
Patient reported that freedom 60 pump stops mid infusion, she then has to play with it until it works again. No interruption to therapy, missed dose(s] or adverse event(s] reported due to product issue. Device is available for return. Pharmacy replacing device. No additional info available. Device serial number is unknown as not reported. Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.